Event description:
It was reported that an audible alarm issue was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device was in good condition. The pump event history showed a system failure: primary audible alarm background (bgnd) test error history log (ehl). The investigation was unable to duplicate the reported issue. The cause of the reported issue was undetermined. The root cause of the reported issue was also undetermined. The technician replaced the speaker for preventative maintenance. Performed all the functional tests which passed.